Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The healthcare provider (hcp) stated the spinal cord stimulator (scs) no longer works - hcp unable to clarify further and was not with patient (pt) at time of call. Hcp noted pt did state that they have had quite a few mris since the scs has not been working and have "not had a problem". Hcp reports pt's last MRI scan was over a year ago. Hcp reports the last physician pt saw this year - caller unsure however if this is the managing hcp. Hcp was reading from pt's chart after mentioning the hcp and read aloud: "dizziness, status post surgical acdf".

Event description:
Additional information received from the patient. It was reported that the patient had been in an accident recently and they discovered "more damage" that their device caused them. It was later noted that the patient had an appointment on (B)(6) 2025 to have their device removed. The device caused them to have excessive bone growth; the patient was in a car accident on (B)(6) 2024 and they found excessive bone growth at the paddle site. When asked if it was scar tissue, the patient reported that it was not, and they found that out because "it broke through in the accident." It was reviewed that the patient should have their healthcare provider send the devices back for analysis. The patient reported that the healthcare provider was to remove the device and try to clean it up.

Manufacturer narrative:
Continuation of d10: product ID: 977c165, serial# (B)(6), implanted: (B)(6) 2016, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that he has called several times in the past about issues that he has had with his current implant. Pt stated the issues started the day of implant on (B)(6) 2016 . Pt reported he has had abdominal pain even with the ins battery dead. Pt stated he feels he deserves financial compensation for his experience with the device. Pt did mention that he never saw his hcp  after the ins was implanted. Pt stated he has met with other hcp and they refused to take the ins out. Pt stated he has found an hcp that would be willing to take it out. Pss reviewed with pt that his information would be forward to patient relations and she will reach back out to him.  Additional information was received from a healthcare provider (hcp) reporting that the ins was not functioning. The patient could not recharge the ins. The patient doesn't have the programmer with them. Technical services reviewed a depleted stimulator was considered off and if they were unable to recharge the scs and confirm eligibility through MRI mode then clinician can confirm eligibility using eligibility form. Pt stated the battery stopped holding a charge after 2 years. Pt stated they tried to force start the implant with the help of a representative and it still would not hold a charge. The patient responded with it has not been resolved and they are trying to get it removed. Pt noted they had an appointment set up to have it removed, but postponed because of potential to replace the implant instead of removal. Pt stated repeated information based on how they are looking for compensation. Pt stated they had already been in contact with someone about compensation.